Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue. Samples returned - customer returned seven 4mm, 32 gauge pen needles from lot 3309033. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tips of the pen needles. No clogs or other issues were found in the use of these pens. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   it was reported by the consumer that the insulin would not go through on the pen needle.